Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that they received the product from a critical care manager. The orange piece was stuck down, and blood backed out. The orange piece has since returned to normal position. There was no report of patient harm.

Event description:
The customer reported that they received the product from a critical care manager. The orange piece was stuck down, and blood backed out. The orange piece has since returned to normal position. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a ¿stick-down¿ (recessed piston) was confirmed. During visual inspection it was observed that the neutraclear¿s interior and exterior were heavily contaminated with blood. The orange piston had returned to its disengaged position and was no longer recessed. During functional testing the recessed piston was replicated. The root cause of the customer's report was not identified but may be related to the use of the alcohol impregnated disinfecting cap.